Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens remote services center (rsc) and reported an observation of discordant elevated atellica im alpha-fetoprotein (afp) results on 77 patient samples versus repeat testing. Quality control (qc) recovered within ranges prior to running the samples on the event date. Siemens is evaluating the event.

Event description:
The customer reports an observation of discordant elevated atellica im alpha-fetoprotein (afp) results on 77 patient samples versus repeat testing. The initial discordant results were higher than the customer's expected value [i.e., <10 ng/ml]. The discordant elevated results were not reported to the physician(s). The same samples were retested on the original atellica im analyzer and obtained lower results (<10 ng/ml), that were reported as the correct results to the physician(s). The customer confirmed that the testing for these samples was for performed for physical examinations only (oncology screening). There are no known reports of patient intervention or adverse health consequences due to the discordant elevated alpha-fetoprotein (afp) results.

Manufacturer narrative:
MDR 1219913-2024-00297 was initially filed on 30-apr-2024. Additional information 07-jun-2024: siemens has concluded the investigation. A customer from outside the united states reported observation of discordant elevated atellica im alpha-fetoprotein (afp) results on 77 patient samples versus repeat testing. The initial discordant results were higher than the customer's expected value [i.e., <10 ng/ml]. The discordant elevated results were not reported to the physician(s). The same samples were retested on the original atellica im analyzer and obtained lower results (<10 ng/ml), that were reported as the correct results to the physician(s). Reagent issues were ruled out based on review of qc which showed recovery within acceptable ranges and no issues were reported with other patient samples. System error files were not available for further evaluation. Based on the available information, the cause of the discordant result could not be determined. Customer is operational. Note: the codes for investigation findings and investigation conclusions have been updated.